Event description:
Per raised with minimal info. Sales rep was not present during procedure. It was reported via the sales rep that during a hip replacement procedure, the surgeon noticed that the accolade stem had expired prior to implanting. The sales rep further reported that the surgeon completed the procedure with the expired stem and has now reported that the implant has become infected. The sales rep further reported that the surgeon has requested a letter from stryker that describes the risks of post-shelf life use of an implant. Update (B)(6) 2010 - surgeon reports that the pt will require revisional surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.